Manufacturer narrative:
Product analysis: analysis was unable to confirm the epg was not pacing correctly. Analysis noted the hanger assembly was broken, the hanger o-ring was contaminated, the backlight on the display was not working due to a connection issue on the main printed circuit board (pcb), the epg was generating error codes due to the main pcb being electrically out of specification, the upper case was broken, the keypad was scratched, three case screws were contaminated, and the display was out of electrical specification. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing correctly. The epg was returned for service. There was no patient involvement.